Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after the surgeon fired the device, the blade did not come back. The jaw could not be opened. The surgeon then changed to another device to complete the procedure. There were no adverse consequences for the pt.